Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions - the gore excluder aaa endoprosthesis instructions for use states: adverse events that may occur and/or require intervention include endoleak and surgical conversion. Additional devices implanted and/or related to this event: (B)(4).

Event description:
On (B)(6) 2006, this pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2009, this pt underwent a reintervention; a gore excluder aaa endoprosthesis aortic extender component was implanted to treat a proximal type 1 endoleak. The endoleak was not resolved from this reintervention and there was increased aortic neck angulation resulting from the replacement of the first endograft position. The pt tolerated the procedure. On (B)(6) 2009, the pt underwent a re-operation to explant the gore devices; the reintervention was to treat a persistent type I endoleak. The explanted devices were destroyed at the hospital. The pt tolerated the procedure.